Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft and iliac limbs were deployed without incident. The final angiogram showed the presence of a type ia endoleak. Subsequent ballooning of the seal zone to achieve a proximal seal due to the aortic lumen being larger than the maximum indicated for the stent graft resulted in rupture of the aorta inferior to the renal artery. Two aortic cuffs were implanted in the seal zone, intentionally covering both renal arteries following implantation of a "snorkel" stent in the superior mesenteric artery and a third aortic cuff, the aortic rupture was confirmed to be under control and the aneurysm was successfully excluded; no additional patient sequelae has been reported.

Manufacturer narrative:
(B)(4). Device remains implanted.